Event description:
It was reported the device battery voltage at an office check was 2.86 volts. Review of actual device data determined the lowest battery voltage was 2.97 volts. The device remains in use, and the patient will continue to be followed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. On (B) (6) 2010, the battery voltage, with telemetry, was 2.86v, and the daily measurement was 2.99v, which is within expected limits.